Manufacturer narrative:
Information was received on 29-nov-2021 indicating that no patient was involved in this event, event occurred during testing. Device evaluation: one smiths medical cadd solis vip pump was returned for analysis. During analysis, the reported issue was able to be duplicated, downstream occlusion (dso) failed calibration. Dso will be replaced to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump exhibited a "no disposable" alarm. An unspecified downstream occlusion sensor issue was also reported. No adverse patient effects were reported.